Event description:
The physician reported an anomaly of the svc shock continuity impedance. Shocks were not delivered during supraventricular arrhythmias that were wrongly discriminated. The subject lead was extracted in (B)(6) 2013 and replaced.

Manufacturer narrative:
Date: (B)(6) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.